Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced recurrent low blood glucose upon waking, reaching 43 mg/dl with continued decline, and self-treated by consuming breakfast without announcing the meal; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with dizziness, diaphoresis, and shaking. Outcomes included the need for oral glucose or carbohydrate intake as an unexpected medical intervention. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no device-specific problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.